Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000075293.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed a high impedance on one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was replaced to address the issue. The investigation did not determine which lead had high impedances.